Event description:
An xceed biliary stent system was used for the stenting of a pt's sfa. The stent was successfully implanted and while removing the delivery catheter, the sheath at the distal portion detached from the delivery catheter. With the use of a snare, the detached sheath was removed from the pt's anatomy in its entirety with no harm to pt.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.